Event description:
Pt was at home while watching television after supper he felt wet on his shirt and noticed blood, spouse immediately dialed 911, put a towel on him to stop the bleeding and pt was taken to the emergency room and rec'd antibiotic therapy. Emergency medical service replaced catheter adaptor.